Manufacturer narrative:
A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient had drainage from the lead site and was prescribed antibiotics. No cultures were taken. The physician believes that the infection is not device related. The patient has since healed and doing well.